Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. The customer's blood glucose level was in the 100's (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported temperature alarm was verified; however, a different issue was identified.